Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The 70cc2 cable was returned for evaluation. The issue could not be confirmed. The cable will be scrapped. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported, during use with a 70cc2 cable, the blood temperature was not stable. After the cable was replaced, the symptom improved. The indicated blood temperature varied between around 25 and 34 degrees celsius although the expected value was around 37 degrees celsius. The patient was not treated based on the incorrect value. It is unknown if the error message was displayed or not. The patient demographic information was requested but unavailable. There was no patient injury reported. The exact incident date is unknown; defaulting to the aware date.